Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and stretched out over the distal markerband. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site and subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified proximal saphenous vein graft (svg) extending to the obtuse marginal (om) artery. In the svg there was a previously implanted unknown stent which was proximal to the area of the target lesion. A 2.50x20mm promus premier¿ drug-eluting stent was advanced to treat the lesion but was unable to cross. The distal end of the stent was slightly damaged. The physician removed the device and performed rotational atherectomy using rotablator. The procedure was completed with implantation of another stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified proximal saphenous vein graft (svg) extending to the obtuse marginal (om) artery. In the svg there was a previously implanted unknown stent which was proximal to the area of the target lesion. A 2.50x20mm promus premier¿ drug-eluting stent was advanced to treat the lesion but was unable to cross. The distal end of the stent was slightly damaged. The physician removed the device and performed rotational atherectomy using rotablator. The procedure was completed with implantation of another stent. No patient complications were reported and the patient's status was stable.